Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records review was conducted. The report indicates that the: part no.: 03.037.016, lot no.: l236551; (B)(4); release to warehouse date: 22.feb.2017. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when putting the sets back together after a tfna case on (B)(6) 2018, the sales consultant discovered the buttress/compression nut and the blade/screw guide sleeve were stuck together. The nut barrel appeared to be slightly bent. This was discovered after the instrument was washed, after the surgery had already been completed and after the patient was out of the room. There was no surgery or patient involvement. This complaint involves one (1) parts. (B)(4).

Manufacturer narrative:
Part 03.037.016, lot l236551: manufacturing location: (B)(4). Release to warehouse date: february 22, 2017. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the devices were returned stuck together. The blade/screw guide sleeve has visibly damaged threads. The condition of the buttress/compression nut threads could not be determined because the devices could not be separated. The device does not appear visibly bent. The complaint was confirmed and replicated. The relevant drawings were reviewed during investigation. Dimensional inspection could not be conducted as the devices are stuck together. It is likely that the devices became cross threaded due to excessive forces intraoperatively. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.